Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
During a clinical f/u call to the hospital for a previous medwatch report (1526350-2010-00171) it was noted that the hospital had a similar incident with a zimmer air dermatome approx 3 yrs ago. The device cut deep into the muscle tissue.